Event description:
During a total knee arthroplasty, the surgeon was unable to afix the tibial insert to the tibial tray via the locking screw. An alternate insert and insert and tray were used and locked appropriately with no adverse outcome to the pt.

Manufacturer narrative:
Device was not returned for eval.